Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked with corrosion in the compartment. The returned battery cap was undamaged and was able to fit securely. The pump failed to power on. Further testing was not able to be performed. The pump was found to leak at the battery compartment. The pump was opened; moisture damage found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.